Event description:
On (B)(6) 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was taken to the emergency room and was noted to have blockage diagnosed from computed tomography scan. On (B)(6) 2022, the j tubing and bezoar were removed through an upper endoscopy.

Manufacturer narrative:
Reference number (B)(4). The device involved was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.